Manufacturer narrative:
(B)(4). Reported suture captured the back wall of the vessel. Per the proglide instructions for use - use a single wall puncture technique. Do not puncture the posterior wall of the artery. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was successful with three proglide devices in the right common femoral artery using the preclose technique prior to an endo graft interventional procedure. The arteriotomy was a 6f and for the interventional procedure the sheath was upsized to a 16f. The endo graft procedure was completed successfully and the arteriotomy was closed using the three pre-placed proglide sutures. Reportedly, after the patient was taken to the recovery area it was found that there was diminished pulse in the patient's lower leg. A cut-down procedure was performed and it was found that the back wall of the vessel had been captured by one of the proglide sutures. It was unknown which of the three pre-placed suture had captured the back wall of the vessel so during the cut-down procedure all sutures were removed from the vessel. There was no clinically significant delay in the initial procedure. The physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.